Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited back-up vvi. A software download resolved the issue. Diagnostic measurements were normal. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).